Event description:
In 2006, a physician placed an emboshield in the right internal carotid artery/common carotid artery; pre-stent dilatation was performed using another brand of balloon; the xact stent was successfully positioned and deployed; post-dilatation was performed using another brand of balloon; the emboshield was successfully retrieved. The pt was discharged home three days later. It was reported, the pt returned to the hosp the following day with a severe headache. A CT was done. The pt experienced a minor epsilateral hemorrhagic stroke which was suspected to be blood pressure related. The pt was admitted to the coronary care unit and managed with sedation and blood pressure control. The pt made steady progress and was discharged thirteen days later.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.